Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there were water level alarms on both channels of the heater cooler unit. The front panel light came on (red light with water bucket icon). As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) found the user did not have enough chlorine in the water when he tested the unit. The fsr spoke with the perfusionist (ccp) about the chlorine levels. No parts being returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.